Manufacturer narrative:
The events of large firmer nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation: undesirable effects; "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: induration or nodules at the injection site."

Event description:
Additional information: patient had a nodule in the right anteromedial cheek and one large firmer nodule on the left lateral cheek zygomatic arch. Patient was treated with ciprofloxacin for 8 weeks followed by clarithromycin and minocycline for 6 weeks. Patient was also treated with prednisone. Patient symptoms have improved, but patient continues to take antibiotics and prednisone.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported event of edema: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Patients must report inflammatory reactions which persist for more than one week or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the cheeks. Patient developed swelling 6 days later and contacted the clinic the following week. Patient was treated with antibiotics for 8 weeks and symptoms are ongoing.